Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the clip couldn't be loaded from the first clipping, and after that, the clip did not come out even after trying clipping several times. The procedure was completed with another device. Less than 200 cc of bleeding occurred as a result of the issue. No patient injury.